Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for instigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(4).

Event description:
It was reported that during a hip arthroplasty, the tip of the inserter was damaged and did not work properly. There was no patient injury reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.